Event description:
It was reported that low voltage alarms occurred. The patient believed the black and white cables were crossed and a no external power alarm occurred. The system controller's backup battery provided power to the pump and the patient switched the cables back to the correct configuration. The patient was asymptomatic. No further information was provided.